Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Blood glucose level at the time of the incident was 445 mg/dl which was treated with insulin pump. Troubleshooting was performed and at the time of troubleshooting blood glucose was went down to 435 mg/dl. Customer¿ other blood glucose value was 390 mg/dl. Auto mode feature was active at time of high blood glucose event. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room nor admitted into hospital and based on customer report customer did not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.